Event description:
Reporting status: serious injury-permanent damage. Reporting rationale: patient experienced a myocardial infarction. Device issue: balloon rupture. It was reported that the powersail was being used to postdilate a stent in a calcified lad. There was aggressive back and forth repositioning with the powersail in the stent and after it was inflated once, not at maximum pressure, the powersail would not inflate again due to a proximal rupture. Subsequently, straight contrast was injected and then the patient became hemodynamically unstable; a vasospasm was suspected. However, there was no post image to view and a distal issue could not be determined. There was a bump in enzymes and the troponin was 14.6. The patient experienced a myocardial infarction following the procedure. However, the patient is doing well now. No additional event or patient information is available.

Manufacturer narrative:
Results quality engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon investigation completion. Quality assurance analysis revealed that the balloon dilatation catheter was returned with blood visible in the balloon, in the inflation lumen, in the guide wire lumen and on the hub. There was no contrast visible. The balloon was loosely folded. There were two tears parallel to each other on the distal shaft, 2.6 cm proximal to the proximal balloon seal for a length of 1 cm. There was no balloon rupture as reported. There was no other damage noted to the balloon dilatation catheter. The balloon catheter was sent to the scanning electron microscopy (sem) lab for further analysis. Quality engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon investigation completion.